Event description:
It was initially reported, that the pt's device was removed due to an infection. After follow-up, the hcp confirmed that the pt experienced redness and drainage at the device pocket site. It was noted that the drainage started 1 week before the infection was found. No culture was obtained. Oral antibiotics were administered, the total device system was explanted, and the infection resolved.

Manufacturer narrative:
.